Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off last week and would not turn back on with the patient programmer. All four lights on the programmer would come on and stay on, even with a new battery. On (B)(6) 2012, the patient went to her hcp, who confirmed the ins was off. The hcp was able to turn the ins back on, and verified that the voltage was 2.64. The ins stayed on until (B)(6) 2012, when the patient started getting cold and her tremors returned. It was noted that the battery was approaching end-of-life, as it had been implanted for over 5 years, and the patient had been titrating up the voltage to cover her tremors that were beginning to return. The plan was for the patient to undergo a replacement surgery in 2-3 weeks.

Manufacturer narrative:
Lead: model 3389s-40, lot# v012838, implanted: 2006 (B)(6), explanted: na. Extension: model 748295, serial# (B)(4), implanted: 2006 (B)(6), explanted: na.